Event description:
The pt reportedly experienced intermittency and overly loud stimulation followed by a loss of lock with his device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. The pt was explanted. The pt was re-implanted with another advanced bionics device.